Event description:
(B)(4) is the initial importer of the device which is a bath chair. The device was discarded by the end-user. She provided photos. The end-user was showering. She was about to get up when the front right leg cracked causing her to fall forward onto the faucet. She did not seek medical attention. At the time of the incident her ankle had been diagnosed with a sprain. After the incident she was diagnosed with a broken fibula. She is not sure if the fibula was broken before or during the incident.